Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Patient had knee replacement surgery eighteen years ago. Patient had revision surgery on (B)(6) 2017, because of a malpositioned tibia. Revised advance left knee system. Replaced with another manufacturer's system.